Manufacturer narrative:
Batch review performed on 30 september 2015: lot 152098: (B)(4) liners manufactured and released on 07 july 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. Mectacer biolox delta ceramic ball head 12/14 ø 28 size l +3.5 ref. 01.29.203 lot. 148056 (k112115): lot 148056: (B)(4) heads manufactured and released on 25 march 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. Amistem h std stem #3 ref. 01.18.133 lot. 151437 (k093944): lot 151437: (B)(4) stems manufactured and released on 23 june 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. Versafitcup dm acetabular shell ø 48 ref. 01.26.48mb lot. 152014 (k083116): lot 152014: (B)(4) shells manufactured and released on 10 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. On 30 sep 2015 the medical affairs director stated that: according to report, the root cause for this revision is infection.

Event description:
The patient was complaining of pain. On (B)(6) 2015 the surgeon thought it could be an infection so he preformed an I & d and replaced the head and liner. After the preliminary pathology results came back, the surgeon decided to remove all components and insert an antibiotic spacer on (B)(6) 2015. Update received on sep, 9th 2015 about the pathogen: "enterobacter cloacae".

Manufacturer narrative:
On 27 nov 2015 it was prepared a final report with the information already submitted in the initial report. On the same day it was sent to the initial reporter and the case was closed.